Event description:
Account reports a patient with a history of anti-d and anti-c failed to react with vrc183 cell 5 untreated. Reactivity was observed (3+) with the ficin treated panel cell 5. Cell 5 is the only d negative, c positive cell on the panel. Customer increased incubation to 40 minutes and a 1+ reaction was observed. Customer confirmed the reactivity of the c antigen with commercial antiserum. No harm came to patient.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. Satisfactory results were observed. (B)(4).